Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Imaging from the tavr procedure could not be obtained for review; however, one still image post deployment was provided. The valve appears to be 100% aortic laterally, and 80/20 aortic medially. There is a large bulky calcification in the area of the lcc. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are also instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: (1) bulky leaflet calcification; (2) severely obliterated sov; and, (3) significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty. In this case, the cause of the coronary obstruction appears to be a combination of patient factors (minimal distance between the left coronary ostia and the aortic annulus, and a bulky left coronary cusp calcification) and procedural factors (too aortic deployment of the valve). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards field clinical specialist that after successful transapical deployment of a 23mm sapien valve, tee imaging and aortogram revealed little to no flow into the left main. The patient¿s baseline ECG was a-fib with heart rate approximately 45-50, and ao pressure 95/65. The patient remained stable during sheath insertion and bav. The ascendra 3 delivery system was advanced across the native annulus, and the valve was positioned 60:40 aortic. The valve was successfully deployed with a final position of 70:30 aortic. Immediately post implant the patient's pressure decreased from baseline to between 60-70mmhg systolic. Tee imaging and aortogram revealed little to no flow into the left main. A 6f jl 4.0 guiding catheter was positioned into the left main ostium and a guide wire was passed through the apparent left main obstruction. Subsequent ballooning performed followed by the placement of a des stent. Blood flow was restored to the left coronary system and the patient became hemodynamically stable. The incision was closed, and the femoral sheaths removed; the patient left the room stable and was transported to the ICU. The native aortic annular diameter was 20 mm x 23 mm (area 460) by CT. The native aortic valve was moderately calcified and the aortic root was mildly calcified. The sinus of valsalva (sov) diameter was 35 mm and the sinotubular junction (stj) diameter was 21 mm. The distance from the annulus to the coronary ostia was approximately 8.5 mm. The image intensifier angle was reported to be good, and the coaxial alignment of delivery system and valve was reported to be fair. Per discussion with the physician, it was felt that with a large sov, the left main would be far enough away to avoid obstruction. During sapien implant, a left coronary cusp calcification became obstructive in the left main causing hemodynamic instability.